Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with an 810:11 alarm was confirmed and reproduced during product evaluation. The cause of the reported condition was determined to be an out of calibration air-in-line printed circuit board (ail pcb). The ail pcb was recalibrated to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.